Event description:
It was reported that the insulin pump froze up during a bolus and then a button error was received. Customer's blood glucose was 135 mg/dl. No significant events leading to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittently responsive buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. The device was also received with a cracked case at display window corners, a cracked display window, and minor scratches on the lcd window.